Event description:
Philips received a complaint on the intellivue multi measurement server x2 indicating the customer wants to order a loudspeaker. It is unknown if the device could produce an audible sound. It is unknown if the device was in use at the time of the event. No adverse event occurred.

Manufacturer narrative:
The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. E1: reporting institution phone # (B)(6). A philips remote service engineer (rse) spoke to the customer a nemo (non-engineering material only) service was agreed upon. The customer ordered a replacement speaker assembly to resolve the issue. The customer was provided a replacement speaker assembly to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.